Event description:
Patient here for revision total hip arthroplasty due to recalled stryker hip prosthesis. Patient had elevated cobalt and chromium levels. Explants sequestered for now until facility receives a shipper kit from (B)(6).

Event description:
Patient here for revision total hip arthroplasty due to recalled stryker hip prosthesis. Patient had elevated cobalt and chromium levels. Explants sequestered for now until facility receives a shipper kit from (B)(6).